Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported reset anomaly was confirmed in the laboratory. Upon receipt, a micro reset had occurred due to a parity error. No high voltage shock was seen on stored egms. It is believed that the therapy occurred while the device was resetting, causing no episodes to be stored. The device was tested on the bench and on the automated test system. No anomalies were detected. The cause of the parity error could not be conclusively determined.

Event description:
It was reported that the patient presented to follow-up visit due to receiving two shocks. ICD was interrogated and the shock episodes couldn't be interrogated but showed incorrect data. An error message for hv impedance alert and reset mode was present. The device was explanted and replaced.